Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to high out of range pacing impedances greater than 3000 ohms. Subsequently, the procedure was completed with a different rv lead. This product has not returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.